Manufacturer narrative:
The investigation into the reported difficulty inserting/removing pump through introducer has been completed since the original report was filed. The clinical stated the pump was able to advance in the lv due to the ebu catheter in place. The root cause of the positioning issue is most likely due to the interaction with another device. The pump and the introducer were returned for inspection and there were no deformities or damages found. The pump was able to be inserted into the introducer with no issues. The root cause of the difficulty inserting/removing the pump through the introducer is most likely due to use as it was able to pass through the introducer the first time and able to in the lab.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the physician attempted to place an impella cp, but had trouble advancing in the left ventricle due to interaction of the previously placed ebu guide catheter. Physician removed the impella from body through the sheath and wanted to re-cross the aortic valve. After re-crossing, multiple attempts were made to advance impella cp back through the impella sheath over the 0.018 wire. The impella cp would not advance through the sheath. A new impella cp was opened and primed. The second impella cp was able to advance through the sheath over the 0.018 wire with no issues.